Manufacturer narrative:
A review of tracking and trending did not identify any trends for the complaint issue for the carbon dioxide (ln 03l80-22) lot unknown. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of carbon dioxide (ln 03l80-22) lot unknown was identified.

Manufacturer narrative:
Patient identifier was truncated; full sid is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated falsely elevated carbon dioxide results for one patient. The following information was provided: sid (B)(6): co2 initial result 37 mmol/l, repeated 30 mmol/l, repeated with another method (istat) 28 mmol/l the customer believes the alternate method (istat) generated the correct result for all analytes. No impact to patient management was reported.